Event description:
Pt was being placed on the ventilator at around 0200 and the ventilator alarmed "o2 cal error" and then shut off. The therapist was in the room by the pt the entire time and replaced that vent with a t-bird ventilator that worked properly.